Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative single use loading unit (sulu) was inserted onto the adapter with a pmv drive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The assembly was fired onto a portable a1 and hit the specified force of 138lbs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparotomy at the lower anterior resection of the rectum by laparoscopy, the device cut the tissue but did not staple. The staple line is also incomplete at the distal part. The procedure was converted to an open procedure due to device problem and new staple was used to complete the case. The patient stayed in hospital for 6 days instead of 3-4 days due to the device issue. The procedure was extended by more than 30 minutes due to device issue. The incision was extended by more than one inch.